Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that for the past couple of months before date notified they were having a gradual return of symptoms, noting that they have night leakage and leakage standing up. It was stated that the patient has tried all 4 programs and increased up to 8.5 on all of them with no resolution to the issue. Additional information from a manufacturer representative (rep) via the patient indicated that the patient waited 4-5 days between increases and increases only a few tenths at a time. Follow up information from a rep on 2016-05-25 reported that the patient feels stimulation for about 10 seconds and then it's gone. Lead impedances were checked and are normal, and the battery says reduced longevity but it is otherwise normal with 8-16 months left on it. The rep had the patient turn the device up to 7.1v before they felt it but then it was only felt for about 10 seconds and they don't feel anything now. When the device was working well the patient was pad/leak free but now they are back to wearing pads. The patient is planned for lead and battery replacement. There are no falls or trauma related to this event. Indication for implant is urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.